Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete the best of our knowledge.

Event description:
The customer stated that insulin was leaking from the reservoir connection with the infusion set. Nothing further was reported.